Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of damage to the adhesive around the lens due to physical/impact stress and or damage due to the chemical solutions used during the cleaning/reprocessing process, resulting in the ingress of moisture into the lens, causing corrosion. Since the foreign material was attached to areas other than the outer surface of the scope, it was likely not able to be removed during reprocessing. The issue may be detected/prevented by following the instructions for use section below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found deformation on many parts. Evaluation found dent on forceps channel port, scratch on the switch box, wrinkle on connecting tube, and coating peeled off of universal cord. Crack was found on distal end, on light guide lens, and on adhesive around objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the light guide lens and cracked distal end due to glue between z-block and distal end worn. There were no reports of patient involvement.